Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving an unknown drug via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient would swell and had a lot of edema that started right away. The pump was bruising the patient's ribs. No further complications were expected or anticipated. Additional information was received from a manufacturer's representative (rep). The rep reported that the pump had been explanted. No further complications were anticipated/reported.